Event description:
Reportedly, on (B)(6) 2021, a fast af at approximately 190 bpm was wrongly discriminated as a vt, leading to atp delivery. The atp led to vf, which was eventually terminated with a shock.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, a fast af at approximately 190 bpm was wrongly discriminated as a vt, leading to atp delivery. The atp led to vf, which was eventually terminated with a shock.